Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 21.2 mmol/l (381.6 mg/dl). The pod was worn between 1 and 4 hours on the back. It was noted that the cannula was bent. Hyperglycemia treated with a new pod and correctional bolus.